Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone that she was able to connect test plug to transmitter. Customer's blood glucose was unknown mg/dl. The customer was advised that we will do test plug procedure. After the troubleshooting was done, the customer was advised that the minilink is functioning correctly. Customer was advised also to start a new sensor and we would sent replacement sensor.